Event description:
The tip of the instrument broke off inside the pt while the surgeon was trying to go through tissue. The tip remains in the pt the pt was seen post operatively and surgeon stated there was no adverse consequences reported ad a result of this event. This devcie is used for treatment.